Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t stat assay (tntstat) on the cobas e 411 immunoassay analyzer (e411). No erroneous results were reported outside of the laboratory. The sample initially resulted as 0.01 ng/ml. The sample was then repeated twice, each time resulting as 0.07 ng/ml. The repeat result was believed to be correct. The patient was not adversely affected. The tntstat reagent lot number and expiration date were asked for, but not provided. The field service engineer determined that there was air in the fluid system due to a missing o-ring. He replaced the o-ring and verified tubing connections. He ran performance testing, and this passed. There have been no further occurrences of the issue.